Manufacturer narrative:
The product code was not provided. In some countries outside the u.s, customer information is not provided due to privacy laws.

Event description:
A (B)(6) customer received blood glucose readings on the contour next link 2.4 that were automatically marked as control tests by the meter, which will be displayed as control results when accessing the meter's memory. No adverse event was alleged. The customer returned the strips for evaluation. New meter and strips were sent to him.